Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2014. During the procedure, a 52mm acetabular cup package was opened and found to contain the wrong sized implant. There was not another 52mm acetabular cup available; therefore, the surgeon obtained a different inserter to implant the acetabular cup in the package. Subsequently, the patient dislocated superiorly and a revision procedure was performed on (B)(6) 2015 to replace the acetabular liner and the cup pulled out as well.

Manufacturer narrative:
Decision was made to recall based on an investigation which identified that an order was mixed and could result in a delay to the procedure or the incorrect sized acetabular cup being implanted into a patient. (B)(4).